Event description:
Caller reported blood glucose results of 6.0 mmol/l on compact plus system 1, 3.0 mmol/l on compact plus system 2 within 10 minutes. No adverse event reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for compact plus system 1, medwatch with identifier (B)(6) is for compact plus system 2.